Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic myoma surgery on (B)(6) 2018 and suture was used. The suture was used to sew wound in the laparoscopic myoma surgery. However it broke very easily when pulling slightly. Another suture was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
A dispensed needle-suture piece and one empty opened foil were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected and marks were observed on the body needle. The end of the suture was observed cut appears to be by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. In addition, the sample was tested by tensile strength and the result is above the minimum individual strength requirement. According to the sample condition the assignable cause of performance breakage suture, suggest an improper handling of the sample.